Manufacturer narrative:
Loose load cell connector.

Event description:
It was reported by service report that the scale was not weighing accurately. It is unknown if there was patient involvement; however, no adverse consequences were reported.